Event description:
It was reported that during a da vinci s prostatectomy procedure, the grip of the maryland bipolar forceps instrument would not close. The planned surgical procedure was completed with another instrument. No additional information was provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found that one grip is bent, causing side to side misalignment of grips. There is a .039" offset at the tips. The bent grip has separation of the yaw pulley and yaw pulley cover at the glue joint, indicating overloading at the tip. Electrical continuity passed. Engineering also observed that the distal end of main tube has a 3.75" long section, extending from the interface with the proximal clevis, with material removed on one side of the tube, and an adjacent 3.5" section has material removed around the tube was also observed. The damaged areas are parallel to tube axis and have a rough surface finish. The main tube also has deep scratches within a 2" section near the same interface where material was removed from one side of the tube. Based on the location and appearance, the damage was most likely caused by a combination of cannula accessory and instrument collision. No other damage found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if additional information is received.